Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an in clinic follow up. Upon interrogation, it was observed the right ventricular lead was failing to capture. A chest x-ray was completed to reveal the lead was dislodged. Repositioning was attempted but was unsuccessful. The lead was explanted and replaced with no further issues. There were no patient consequences.